Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "t-handle final tightener broke when tightening a mantis redux screw, hex end snapped. Had to use standard tightener to finish, 12mm had not been reached, no unusual circumstances."